Manufacturer narrative:
Upon review of the reported information, animas customer technical support has determined the product involved with this complaint is the infusion set, not the insulin pump. Product has been updated to unknown infusion set.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient's event was associated with a call service alarm 064 that the pump emitted during bolus delivery. During troubleshooting with animas customer technical support the user was able to deliver an air bolus without the occurrence of a call service alarm 064. The user was also able to prime the pump after rebooting without the occurrence of a call service alarm 064 during troubleshooting. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy related to a call service alarm issue.